Event description:
A medtronic ent rep reported difficulty loading an exam via cd on the fusion navigation system prior to a case. When the exam transfer was complete, the pt would not populate in the pt list. The exam was loaded with the unstructured dicom setting. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info as no pt was present in this concern. Device not returned to MFR. Per testing, on in-house rollingstone system running software version 2.2.1, was not able to replicate the second exam not loading issue but did confirm that the 3d model would momentarily disappear as reported.